Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported customer experienced elevated blood glucose (bg); value not provided. Customer declined to troubleshoot with tandem technical support or provide further information.